Manufacturer narrative:
Initial.

Event description:
It was reported that the user unintentionally navigated to the fill tubing screen on the ilet while already connected to an infusion set and tubing, and it is unknown whether the press-and-hold action to deliver insulin through the tubing was initiated; the device problem and component could not be further characterized due to insufficient information. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component remained insufficiently characterized. It was concluded, based on previously established findings for similar reports, that the cause was not established.